Event description:
The posterior c-th system screw housing separation was reported after 1 month surgery follow-up, as shown on x-ray. Parts remain in the patient. Unknown post surgery patient activity, unknown surgical technique used by the surgeon, unknown pre-op x-ray images. There were no negative effects to the patient and no revision surgery has been planned. No patient harm or injury was reported. This communication has been for notification purpose only by the end user to the company, without requiring any action from the company.